Event description:
It was reported to medtronic minimed that the customer called to report a blank display. The customer reported hypoglycemia. The event involved product(s) mmt-754wws. The customer reported an issue with the pump display. The pump was stabilized for at least 30 minutess at room temperature but the display did not return. Troubleshooting was performed and the customer stated the black screen did disappear. The customer was assisted in performing self test but the test failed.no further patient complications were reported. No product return is required for mmt-754wws.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported blank display. What led up to the event was a fall. Pump had been stabilized at room temperature for at least 30min. Black screen did disappear. Per (B)(4), customer had a low blood glucose with the blank display. Per (B)(4) and attached email, low was treated with carbohydrate intake. Troubleshooting was done for the blank display in the current case. Troubleshooting was not done for the low in (B)(4). Customer was not using the pump within 48 hours of the low because customer had been off the pump due to blank display. Customer will not continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.